Event description:
Information was received from a health care professional via a company representative. The patient was receiving morphine (concentration 50 mg/ml, dose ~15mg/day). The patient was admitted to the hospital on the day prior to this report date; patient was found to be unresponsive and was given narcan, patient was lethargic overnight but the symptoms improved on this report date. On this report date the pump was set to minimum rate (0.327 mg/day) per the doctor¿s order. Patient would follow up with the managing physician regarding adjustments to therapy post-replacement. Prior to replacement patient was at approximately 15 mg/day morphine. Post-op patient was on approximately 2.4 mg/day; at the time of this report, patient was on minimum rate of 0.327 mg/day. (B)(6).

Manufacturer narrative:
The patient was receiving morphine (concentration 50 mg/ml, dose 2.4 mg/day). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received (B)(6) 2017 from an hcp reported they received a call from a patient who reported they felt as if they were getting overdosed and would like the pump turned off. The hcp stated that the patient was already at the lowest possible dose. The hcp did not have the programming available. The hcp stated that the patient¿s physician¿s office instructed him to contact the manufacturer. The hcp wanted to know what options were available to the patient. Reported symptoms included numbness in the belly. The change in therapy/symptoms was considered sudden. Indication for use for the pump was spinal pain. Other intrathecal drugs the pump contained included clonidine and bupivacaine, both with unknown concentrations and doses. No further patient complications were reported.